Event description:
The facility's biomedical engineering dept reported an incident of a free flow on channel c. 0.9 normal saline was being infused on channel c and when the nurse went to the room to assess the pt, nurse noticed saline was "going pretty quickly" in the drip chamber. Reportedly, channel c was programmed at a rate of 20ml/hr, the display of the pump was showing 20ml/hr, but "the drip chamber looked like saline was free flowing". The nurse removed the tubing and inserted the tubing back into the channel and noticed that the fluid in the drip chamber continued to run fast. The nurse obtained a new bag of IV fluid and new IV tubing and placed it in channel c. Reportedly, channel c continued to free flow. The nurse reported channel a was infusing insulin at approximate rate of 6 ml/hr and channel b was infusing nitrogycerine at approximate rate of 3-6ml/hr at the time of the event. According to the nurse, no pt injury or need for medical intervention has been reported.